Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the report was 90 mg/dl. The customer declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.